Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad broke into pieces during surgery. All pieces were retrieved and patient was not affected.

Manufacturer narrative:
Upon receipt of additional information, the information provided on this form is a (B)(6) of manufacturing report number 1822565-2016-01437.